Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal, at the end of the seal slit. No damage was noted in the side wall or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly

Event description:
During a premature ventricular contraction case, the sheath was intermittently aspirating air while in the left ventricular outflow tract. Another sheath was used to complete the procedure with no patient consequences.

Manufacturer narrative:
A corrective action was initiated to address the failure mode of this introducer leak.